Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sub total gastrostomy, when they removed the white trocar from the tilt-top anvil, it was very stiff and they could remove it somehow. Then the surgeon performed the purse-string suture and tried to anastomose by stapler, however, as the anvil was loose, could not connect the trocar of stapler handle to the anvil, they noticed the anvil center rod was distorted. The event occurred during the procedure. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient: no problem.